Event description:
Consumer initially reported complaint for error message (e-3). During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter. Coordinator had initially spoken with customer and transferred to technician. Customer does not know her expected blood glucose test result range but stated to technician that she normally does run high. Customer performed another blood test using the true metrix meter and obtained a blood glucose test result of 559 mg/dl; customer stated she had eaten and taken insulin a little over 2 hours prior. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/28/2026 and test strips were opened 4 days prior to the call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.